Manufacturer narrative:
Medwatch sent to FDA on 5/31/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, bruising, allergic reaction, "lumpy" injection sites, and "tongue started getting thick" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details." "Adverse events: the most common injection-site responses for juvéderm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." "Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, necrosis, infection, migration, paresthesia, dry skin, abscess, headache, malaise, flulike symptoms, vision abnormalities, scarring, nausea, drainage, dyspnea, syncope, dizziness, anxiety, granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: oral or injectable antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress."

Event description:
Healthcare professional reported that immediately after injection in the oral commissures, nasolabial folds, and labial-mandibular hollows with 1 syringe of juvederm ultra xc, the patient experienced swelling at the injection sites which was treated with ice. The patient also experienced bruising in an area "close to the chin." Later that night the patient had an allergic reaction to which they experienced swelling of lips and lower face and their "tongue started getting thick." In addition, the patient reported the injection sites were "lumpy." The patient took an antihistamine. Patient went to their primary care physician the next day and was given a steroid shot. Patients' primary care doctor indicated that patient may need 1-2 more steroid shots. The symptoms were resolved 6 days after the injection. Patient was taking lamictal, sequel, clonidine and "lots of supplements" concomitantly with the injection.

Manufacturer narrative:
The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Further follow up with the injector revealed that the patient received a second steroid shot the day after the initial steroid shot. Symptoms resolved on the day of the second steroid shot, 4 days earlier than originally reported.